Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a battery air issues. Needs to be calibrated. There was no patient involved and no harm or injury reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a battery air issues of batteries not charging. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4,b5, d8,e1( event site email), d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,medical device ¿ problem code), h11. A getinge field service engineer (fse) evaluated the unit and did not confirm reported issue of batteries not charging. All functional and safety test passed. Until is cleared for use.